Event description:
The following information was received from (B)(4) and is spontaneous report by a consumer from (B)(6) of cloudy effluent and abdominal pain in a patient coincident with dianeal pd2 unknown bag therapy. On (B)(6) 2012, the patient experienced uti. On that same date, the patient began remedial therapy with augmentin. On (B)(6) 2012, the patient experienced cloudy effluent and abdominal pain. The patient experienced peptic ulcer "to consider peritonitis" which required hospitalization on (B)(6) 2012. On an unreported date, the patient began remedial therapy with unspecified antibiotics.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned and there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified.